Event description:
It was reported that the touchscreen is slow on the 9800 system and the system rebooted during a case. C-arm was replaced and the case continued. No injury to the patient was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. Identified need to replace the hard drive. Replaced the hard drive, erased flash and downloaded cal files. The system was tested and found to be working as intended. System was returned to service.